Manufacturer narrative:
Investigation summary: DHR review was performed on the sub-assembly lots used to build the q-syte assemblies: (B)(4). No quality notifications were initiated during the production of the lot number associated with this investigation all challenge, set up and in process samples were performed according to the control plans and all passed per specifications. Received a total of 3 q-syte assemblies connected (bonded) to valve stopcocks with extension sets along with 2 luer lock 20ml bd plastipak syringes and an additional miscellaneous extension set. No packaging material was received. Visual/microscopic evaluation: ¿no evidence of physical-mechanical damage was observed on any of the q-syte units received for evaluation. ¿the miscellaneous ext. Set was connected to one of the q-syte units received. The connection was secured tightly and no disconnection occurred. Fluid test was performed by flushing water-food coloring throughout the units, no leakage occurred and connection stayed secured. The same procedure was performed on the remainder assemblies. No leakage was observed and all connections were secured. ¿connections were tested using a lab provided 10ml luer lock bd syringe. All attempts were successful and connections were secured. ¿connections were tested using the received syringes. Although threading into the q-syte units was possible the connections were not secured and the syringes kept winding around the female end (thread) of the q-syte units. Indeterminate: the returned q-syte units did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure experienced by the customer seems to have been originated when using the bd plastipak syringes.

Event description:
It was reported that extension set of bd¿ q-syte had loose connection.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8124821, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-26. Medical device lot #: 8124822, medical device expiration date: 2023-05-31, device manufacture date: 2018-06-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that extension set of bd¿ q-syte had loose connection.